Manufacturer narrative:
Upon receipt, the setrox lead was subjected to a visual and an electrical analysis. The inspection revealed a rubbed through insulation at the proximal part of the lead. This insulation damage can be considered as the root cause of the artifacts detected in this lead¿s channel, as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis of the lead did not reveal any indication of a material or manufacturing problem.

Event description:
Noise on both leads was detected via home monitoring. During explant, the physician chose to replace the ICD and this lead. The rv lead remains actively implanted. Should additional info become available this file will be updated.